Event description:
The customer called and reported the insulin pump turned off while she was sleeping on more than one occasion. Customer's blood glucose was 137 mg/dl. It was also stated, there was a scratch under the lcd screen. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.